Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the handpiece device and the reported condition that the device did not work when a battery device was inserted was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was functional but after a few cycles the triggers were rough running and failed pretest for check for sticky triggers. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during in-house engineering evaluation, it was determined that the triggers of the device were rough running. It was further determined that the housing was deformed which made attaching the lid difficult, there was a groove resulting from the lid locking mechanism, and it was not possible to detach a lid when locked to the handpiece. It was further determined that the device failed pretest for check for sticky triggers, check roundness of housing, and check falling out protection (steel ring). It was noted in the service order that during an unspecified surgical procedure it was reported that the handpiece device would not work when the battery device was inserted. It was reported the device worked normally during testing prior to the procedure, and when tested post procedure. It was reported that a spare device was used to successfully complete the surgery. There were no reports of surgical delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.